Event description:
A pediatrician from (B)(6) stated her patient received inconsistent blood glucose readings on the contour next link meter: >400mg/dl, a normal reading, and a low reading of 60mg/dl. The patient was using an insulin pump, and the inconsistent readings were received in a short period of time, causing a delay in the recognition of severe hyperglycemia. The patient had an episode of severe ketoacidosis and was admitted to the ER and treated. Details of treatment were not provided. The customer test strips are expected to be returned for evaluation.

Manufacturer narrative:
The model# was not provided. Complete patient and initial reported information was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
While the patient was in the hospital, she received IV physiological infusion and pediatric solution, insulin IV and ondansetron IV. She was discharged the same day she was admitted. Before leaving the hospital the customer ran blood glucose tests on each of her two contour next link meters and readings were 20 and 28mg/dl. She was retested on the hospital analyzer and the reading was 187mg/dl. The differences between the readings falls in the "c" zone of the consensus error grid, making the differences clinically significant. The customer received new meter and strips.

Manufacturer narrative:
Additional information was received after the submission of the initial report: product problem; description of event or problem; remedial action.